Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as pressure ulcers under the electrodes. The patient consulted her physician who recommended removing the device for an hour or two a day. Follow-up indicated that the irritation was clearing up.